Manufacturer narrative:
G4:24nov2020. B4:08jan2021. Failure analysis on the returned touchscreen assembly shows the ul_lr / ur_ll resistance ratio were out of specifications. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20aug2020. B4: 11sep2020. Only the "standby" area of the touch panel did not respond. All other areas on the touchscreen responded with no issue. No patient involvement was reported. Issue was discovered during testing in the reporter's office prior to delivery. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Misalignment in the touch position was confirmed and could not be resolved with calibration. Pse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and ready for service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer contacted technical support (ts), stating that the unit had a touchscreen failure. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.